Event description:
Backloading ok but the forceps did not open up properly. Lab evaluation date 11 mar 2022: visual inspection: kink observed approx 3.5 cm from proximal tip of the device. Functional inspection: jaws would not open/close. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x blb-024115 of lot number c1862538 was returned to cirl for a lab evaluation. It was returned open and in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 11 mar 2021. The returned device lab examination findings and observations can be referred through attachments. In summary the following results were observed in the lab evaluation. Lab evaluation date: 11 mar 2022. Visual inspection: kink observed approx 3.5 cm from proximal tip of the device. Functional inspection: jaws would not open/close. Image review: n/a. Documents review including IFU review: prior to distribution blb-024115 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for blb-024115 device of lot number c1862538 did not reveal any discrepancies that could have contributed to the issue. There is no evidence to suggest that this issue affects the entire lot # c1862538; upon review of complaints this failure mode has not occurred previously with this lot # c1862538. The instructions for use, ifu0034 which accompanies this device instructs the user in step 3 to ¿after the handle is attached, ensure the operation of the biopsy cups before surgical introduction. Biopsy cups default to the closed position. To open the biopsy cups pull the finger spool towards the thumb ring. To close, push the finger spool forward. Note: biopsy cups need to be in the closed position before surgical introduction.¿ according to instructions for use, ifu0034 , the user is given the following advice: "if the package is opened or damaged when received, do not use. Visually inspect the product to ensure no damage is occurred. If abnormality is detected that would prohibit working condition, do not use". The instructions for use, ifu0034 which accompanies this device instructs the user in step 6 ¿ at the completion of the procedure, detach the handle according to instructions as follows: a) with the button depressed, retract the finger spool over the button. B) secure handle in this position by releasing the button (fig.2) the forceps shaft may now be removed from the handle.¿ and in step 7 ¿ remove bigopsy forceps from endoscope.¿ there is not sufficient evidence to suggest that the user did not follow the IFU. Root cause (possible): a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. The s/s coiled wire was found to be kinked at approximately 17cm along the wire and this resulted in the forceps jaws being unable to open and close correctly. A possible cause of this kinked to the s/s coil wire could be attributed to damage sustained during preparation, use or handling of the device, however, this cannot be conclusively determined. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects or additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 22-jul-2022.